Manufacturer narrative:
Manufacturer's investigation conclusion: the pump was not returned to the manufacturer for evaluation. A direct correlation between the device and the reported sepsis could not be conclusively determined through this evaluation. Infection and sepsis are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU provides information on controlling infection. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. No further information is available. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous lvad infection was reported by the manufacturer under MFR. Report # 2916596-2015-01081 and the pump exchange was reported under MFR. Report # 2916596-2016-00355. Approximate age of device ¿ 1 year, 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was placed under hospice care and subsequently expired due to sepsis on (B)(6) 2018. The onset of lvad related infection was (B)(6) 2017. The patient presented with fever, purulent drainage and culture positive for enterobacter. The patient's wbc was 7.1 x 10^6/l . The patient had a previous lvad infection, which lead to a pump exchange, and has been on lifetime oral and IV antibiotic suppression. The device operated as expected and will not be returned for evaluation. No further information was provided.